Event description:
It was reported that prior to a surgical procedure it was discovered that "the cord was ripped" on the motor device. There was no delay in the surgical procedure. A spare device was available for use. There were no patient or user injuries reported, no medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the cord was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper use and mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.